Event description:
Pt had syncopal episode at home. Brought to hosp for observation. Pacer threshold testing showed increased ventricular capture threshold / strength-duration curve testing. Recommended device setting of 7.5v/0.4ms. This was bipolar configuration, but unipolar was not better. R wave sensing had also deteriorated to 4-5.6 mv. Normal lead impedance of 504 ohm. Plan was to reposition ventricular lead, but when site opened, visual inspection revealed insulation break approx 1" from connector/blood inside insulation in direct contact/wire. So ventricular lead was replaced.